Manufacturer narrative:
The investigation is still in process. A supplemental report will be submitted after completion.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay. Initial testing conducted on (B)(6) 2020 at 10:42am using a direct nasal kitted swab sample from both nostrils resulted in a positive result on the ID now covid-19 assay. Repeat testing performed on the same day at 5:38pm using a new sample collected generated a negative result. The customer indicated that pcr confirmation testing (not specified) with a nasopharyngeal specimen was conducted and results were not provided. The patient was reported as symptomatic. The customer confirmed no death or serious injury occurred. Although requested, additional information has not been provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as a malfunction, as it is unknown which result is correct.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1001533 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit 190-000/ lot 1001533 and test base part number 190-430/ lot 1001533 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1001533 show that the complaint rate is (B)(4) for both. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.